Event description:
While using icy hot heat therapy air activated heat patch on my right calf I was burned. With blisters and irritation after 5 hours of use. Dose or amount: single patch, frequency: up to 8 hours. Dates of use: 2008. Diagnosis or reason for use: acky bones.